Manufacturer narrative:
(B)(4). Evaluation: results: vessel dissection, failure to deliver stent and stent deformation. Patient lesion morphology severely calcified. No conclusion can be drawn, root cause of event is undetermined. Evaluation: conclusion: no conclusion can be drawn, root cause of event is undetermined. Patient lesion morphology severely calcified. Evaluation summary: a number of struts on the 8th, 9th, and 11th stent segment were partially raised and deformed. The distal tip was slightly frayed. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4).

Event description:
The physician was attempting to deploy a 3.0 mm diameter x 18mm length endeavor resolute rapid exchange (rx) drug eluting stent in a patient to treat a lesion in the lad that was severly calcified. Information received indicated that while attempting to deliver the stent to the lesion, a dissection occurred. The dissection was successfully treated by deploying another stent.